Event description:
A biomedical technician (bmt) contacted fresenius medical care via email to report that the transducer protector on the arterial side of the extracorporeal combi set leaked air into the system. The transducer was checked for correct tightness and confirmed. This is not an isolated incident. Upon follow up, the bmt confirmed that there was no visible damage to the lines, the transducer protector might have a small extra piece of plastic in it which they think is causing the leak. No pictures or sample is available for return. Items have been discarded. It was confirmed there was no patient involvement, harm, or adverse events associated with the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.